Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient was asymptomatic. Programming changes were recommended. The asymptomatic patient will continue to be monitored.